Event description:
It was reported the device had a "non-discharge situation which does not act on the patient when it occurs". Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips was unable to evaluate the device. A third-party organization evaluated the device and reported to the user that they determined the external paddles were malfunctioning. The user has not determined if they will repair the device. No device service logs, or patient event files were able to be obtained and analyzed by philips. The clinical investigation was unable to determine if the medical device caused or contribute to the described alleged serious injury. Based on the information available and the testing conducted, the cause of the external paddles malfunction was unknown. The reported problem was confirmed. A third party identified that the external paddles malfunctioned although it is not known if the user replaced the external paddles. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating the device did not discharge. The device was in use on a patient at the time of the reported issue. The customer reported no delay to treatment and no harm to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.